Manufacturer narrative:
Product event summary: at analysis it was noted that the bail attachments were broken and the battery contacts contaminated. The device was repaired, the main board was calibrated and the battery contacts were cleaned. The device then passed its tests with no visual or electrical anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned because it had been dropped on the floor and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.